Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood on the distal conductor (not obstructed) and there was blood on the proximal conductor (not obstructed). (B)(4).

Event description:
It was reported that during an implant attempt, the left ventricular lead had high impedance in many attempted positions. Another lead was implanted. No patient complications have been reported as a result of this event.